Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose at the time of incident it was 37 mg/dl and 147 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated low blood glucose with sugars. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.